Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, a patient with gastric antral vascular ectasia (gave) underwent a procedure to clip her esophagus. While pulling the catheter back, a perforation of the esophagus occurred. Additional information was obtained regarding the incident description on (B)(6) 2016. The patient also had a past medical history significant for (chronic obstructive pulmonary disease) copd, a cardiac arrhythmia and was taking an anti-coagulant (eliquis) regularly. On (B)(6) 2016, the patient was treated with the ultra long rfa focal catheter, 12j/cm2, for a total of 12 applications. The number of applications per site was not provided. The catheter was under direct visualization during the treatment process and no unusual events were noted prior to removal. However, upon attempted withdrawal of the catheter per the attending physician, the catheter became ¿wedged¿ in the middle esophagus and caused two full-thickness perforations. The patient was immediately intubated and a fully covered self-expandable metallic stent (sem) was placed for each perforation. The patient was then moved to the ICU and remained in the intensive care unit for four weeks secondary to additional complications including pneumonia, mediastinitis and delirium after extubation. On (B)(6) 2016, notification was provided that the patient had expired the prior evening on (B)(6) 2016. The attending physician stated he believes that the death was caused by pneumonia, a complication which resulted after the perforation from prolonged hospitalization. However, an autopsy will now be performed to determine an actual cause death.